Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone they were visited to the emergency room and get hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose of 428mg/dl, 422 mg/dl followed by 400 mg/dl. The customer's current blood glucose was 116 mg/dl. Customer¿s high blood glucose was treated with intravenous insulin infusion pump. The customer did not experienced the symptoms due to high blood glucose level. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was unknown during the time of event. Customer stated insulin exited at quick release. The insulin pump will not be returned for analysis.